Event description:
(B)(4). Immediately after implementation of device I lost consciousness and all vitals were down to the point they rushed me to the emergency department. This condition has persisted since and I have had many trips to emergency department for it as well as seeking a specialist who recommended hysterectomy at the age of (B)(6). I was healthy before implementation. Since implementation not only have I had to battle these unexplained loss of consciousness I have also been diagnosed with chronic pid, heavy menstrual cycles, skin rashes, consistent abdominal and back pain, thyroid cancer, high heart rate and irregular heartbeat. I have refused hysterectomy to date due to my age and the tremendous effects a hysterectomy will have on my body. I am afraid to make my health worse.